Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
A break in the retention dome during traction removal. The indwell time was 119 days. The dome portion was removed.